Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had placed a 5.5 pump for support of a stemi patient with mvd cad (mitral valve disease coronary artery disease) and other cardiac and systemic comorbidities. The patient had vt (ventricular tachycardia) and 6 minutes of CPR compressions. The patient survived the issue and remains on the 5.5 support with conversations of adding the right sided rp too.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated to reflect the patient outcome and death rationale statement. D6b explant date added h6 health effect - impact code added to reflect patient outcome. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17641: b2 patient outcome, d4 model number, e4 should have been left blank, h1 type of reportable event.

Event description:
The patient's condition continued to deteriorate and the decision was made by the family to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.